Event description:
It was reported that the key panel of the device suddenly became irresponsive. As per report, the operators have replaced the device in a controlled maneuver; no patient consequences have occurred.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device. The available information is very limited. Upon request for further information it was responded that the device is back in use after a reboot initiated by a biomedical engineer which restored function completely. A case-specific evaluation is not possible for dräger without knowledge about the exact sequence of user input commands and other details of the observed device behavior. It cannot be excluded that a technical issue has led to a sw runtime error which was removed afterwards by the reported reboot. The sw runtime error may have been triggered by non-device related aspects such as an electrostatic discharge of the user during interaction with the device. And in fact, also other scenarios than sw runtime errors would be imaginable explanations for the reported behavior. For example, when the device does not sense a valid breath it switches to apnea ventilation. When in this mode, the ventilator does not react upon all user input commands like in other modes for reasons of patient safety. A differentiation of the root cause is not possible for dräger due to lack of relevant information. This report is filed in abundance of caution since it is not known if the reported behavior was related to an error condition or not and for how long the unresponsiveness of the user interface indeed persisted. Device not available for evaluation.